Event description:
It was reported that there was low impedance and high threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.